Event description:
It was reported to philips that system failed to boot due to flex pc issue during startup on a allura xper fd20 biplane. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reinstalled the os and software and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).